Manufacturer narrative:
Complaints of this nature are being investigated.

Event description:
The sugeon implanted a aa4204vl silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury.